Event description:
The dr was working with a silverhawk catheter, using a 7f ansel sheath on a contra-lateral approach, to access the lesion. The lesion was a 20 cm in the left sfa. On the first insertion, the dr made approximately ten cutting passes. The device did not seem to fill with tissue. The dr removed the device and no tissue was detected in the device. He made a second insertion with same device and made additional six cutting passes. The device still did not fill with tissue. The device was removed and it was noticed that the tissue plunger was not inside the tip. Under fluoroscopy, it was detected that the plunger was distal of the lesion. He had noticed distal emboli and used a suction catheter to remove it. Several attempts were made to retrieve the tissue plunger, but to no avail. The dr went in and positioned the plunger in a distal side branch. In a follow-up conversation with the dr, the pt was doing well and they did not see a need to do any further intervention to remove the tissue plunger.